Event description:
(B)(4). Same case as: 2134265-2012-06332. It was reported that post a coronary stenting treatment procedure, the patient experienced dyspnea and underwent intervention. The patient presented due to acute inferior st elevation myocardial infarction and was referred for cardiac catheterization. Lesion 1 was a de novo located in the mid right coronary artery (rca). The lesion was 100% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with thrombolysis, predilation and placement of a 3.0x38mm ion stent. Residual stenosis was 0%. Lesion 2 was a de novo located in the proximal rca. The lesion was 70% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with thrombolysis, predilation and placement of a 3.0x28mm ion stent. Residual stenosis as 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with exertional dyspnea and was hospitalized the same day. Cardiolite stress test also demonstrated evidence of moderate inferior ischemia. The 80% stenosis in the mid rca was treated with direct stent placement of a 3.0x12mm promus element stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer : it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).